Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an insulin flow blockage at site. The site was patient's upper buttocks. No further information available.